Event description:
It was reported that high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead during the implant procedure. As a result, the procedure was prolonged a clinically significant amount of time for this patient. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.